Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
A report was received per device coordinator during routine patient updates, the patient called the vad office on (B)(6) 2017 to report feeling fatigued and dizzy for two days along with some dark stools that just started. The patient came to the emergency department (ed) and was found to have a hemoglobin (hgb) of 6.0 (down from 9.1 four weeks prior). The patient has no significant bleeding history. The patient was admitted for further work-up of a suspected gi bleed. He was transfused a total of 2 units packed red blood cells (prbcs) during his hospitalization. On (B)(6) 2017 the patient had a video capsule endoscopy (vce) which eventually came back negative for any active bleeding source. He also underwent an esophagogastroduodenoscopy (egd) and c-scope on (B)(6) 2017 both of which were negative for any active bleeding. The patient was started on octreotide monthly injections. He was also taken off of asa completely. The patient was discharged home on (B)(6) 2017 on only warfarin for anticoagulation. To date, the patient has been doing well at home with no further bleeding episodes. No further information provided at this time.